Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed a "battery maintenance required on bay 1 and 2" message in clinical mode. There were no patients involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed the battery calibration, and the unit tested okay.